Event description:
Device #2 malfunction: anterior cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the needle tip did not capture the posterior cuff. A second proglide device was attempted but an anterior cuff miss occurred. The device was removed and manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 proglide, lot # unk, is being filed under medwatch MFR report number 2953144-2008-01706.